Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit on the pump. Customer changed the cartridge multiple times and was able to successfully resume insulin delivery. There was no reported adverse impact to customer's blood glucose level.